Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during the basic occlusion test due to moisture damage of forced sensor resistor. Motor passed motor test. Pump received with cracked reservoir tube lip, scratched lcd window, scratched case and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive motor error alarms withing two weeks but no motor position encoder error alarms. Customer's blood glucose was unknown. Insulin pump will be replaced.